Manufacturer narrative:
D4: serial number is (B)(4). According to the olympus representative, the device will not be returned to olympus for evaluation. No further details were provided. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported (on behalf of the customer) an error code e333 for visera elite ii video system center. The issue occurred during diagnostic procedure (sinus endoscopy) and was completed with the same device, and without delay. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause could not be identified. It is unknown whether the phenomenon was improved by turning on the power to the subject device. Olympus will continue to monitor field performance for this device.